Manufacturer narrative:
Date inaccurate, only the month/year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation sensation increased when they applied pressure on the battery. The patient was still receiving stimulation in their leg as before and didn't report any traumatic event that might have caused the stimulation issue to occur. The representative met with the patient on (B)(6) 2018 and impedances on all electrodes measured 900-1,000 ohms except for contact 5 which was at 5 ,000 ohms. When applying pressure the only contact to change was 5 and it would decrease to 891 ohms. The patient was programmed around electrode 5 and they noted that when stimulation was off the patient didn't have any symptoms of the increased stimulation sensation- this only occurred when the stimulation was on and pressure was applied. An x-ray was ordered to make sure nothing was damaged or out of place. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the stimulation and impedance fluctuation was not determined. Last the rep checked with the health care professional (hcp), the patient had not gone to get the x-ray that they prescribed for the patient. Rep will contact the office again to check. No patient symptoms or complications were reported in this event.